Event description:
It was reported there was no telemetry or magnet response. Two different programmers, in two locations, were tried. The patient had fallen and landed on his device recently. He was feeling symptomatic and reported having a syncopal episode. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: testing revealed a no output and no telemetry condition due to a depleted battery. The battery had depleted due to high current drain. The cause of the high current drain was narrowed down to an integrated circuit (ic), but ultimately was not determined. The suspect ic was damaged during removal from the hybrid, and the original amount of current leakage could not be reproduced.